Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s trainer raised concerns that downloaded reports did not align with live events, with the user perceiving more hypoglycemic episodes than reflected, and the user was pausing the pump and announcing meals as a treatment or correction; a clock drift on the pump was also reported. Symptoms included hypoglycemia and hyperglycemia. Outcomes included characterization as a serious injury or illness. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. The user reportedly treated lows with oral glucose.